Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d4 for catalog and unique identifier, d9 for device return date, g1 for follow-up report submitter, g3 for awareness date, g4 for PMA/510(k) and g6 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Information for section a1, a4 and lot# were not available. When information becomes available, a supplemental report will be filed. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation (B)(4).

Manufacturer narrative:
Per the complaint, part number and lot information are unknown. If additional information becomes available a follow-up report will be submitted

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.